Event description:
Procedure: hemorrhoidectomy. According to the reporter: the pt experienced urinary retention, accompanied by lower abdominal pain, frequency, spasms and loose bloody stools. Treated with indwelling bladder catheterization, IV fluids, analgesics and prophylactic antibiotics. Surgeon states possible relation to device.

Manufacturer narrative:
(B)(4).